Manufacturer narrative:
The pod was received fully deployed. The exposed portion of the soft cannula was observed to be torn. A leak in the fluid path was observed due to this tear. The start of the external tear measured approximately 0.744 inches from the nailhead and the end of the external tear measured approximately 0.791 inches from the nailhead. The timing and cause of this damage is unknown. The pod data indicated no struggle to deliver insulin. It could not be determined if the observed damage to the cannula contributed to the reported failure to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 19.7 mmol/l (354.6 mg/dl) while the pod was worn between 4 and 24 hours on the abdomen. As treatment, the patient administered insulin with a pen injection.